Event description:
I had the essure procedure done in 2013 after my 3rd child and I have had major back pain in my lower back and in my pelvis. When I have my menstrual cycle I bleed so heavy and have such bad cramping I have to stay in bed for almost 2 days. When I am not on my period I get sharp pains in my pelvis. It also hurts to have sex with my husband which has never happened before I had the essure put in. I do not have medical insurance so I am not able to go to the hospital when this happens so I just have to suffer through the pain. Over the last 6-8 months I have had to have my friends come over to help me watch my children since the pain has gotten worse when I am on my period.